Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer hit the back of the boom on the patient side cart (psc) while moving the system. The customer then encountered a non-recoverable error. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform a hard restart, however the issue persisted. The surgeon converted the procedure to a laparoscopic surgery and there was no reported injury. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the issue was observed during the procedure. Since the error persisted, the surgeon elected to convert the procedure to a laparoscopic surgery and there was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced damaged axes controller platform (acp) dual board, acp board, and an acp bracket/mount. The system was tested and verified as ready for use. Isi received both the acp dual board and acp board involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The acp dual board was severely bent/damaged, and analysis could not be performed. The acp board was installed and tested in the printed circuit assembly (pca) test system. The system started without error; all gantry motors were moving the full range of motion without any issue.